Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported: a (B)(6) year old, male patient was discharged from the hospital one week after orif procedure with gamma nail on (B)(6) 2020. At that time, he was able to walk normally using crutches, and followed up with another hospital. However; on (B)(6) the patient was returned from another hospital to the hospital where he had surgery due to a possible nail breakage. He was very heavy ((B)(6)) and at the time of the initial surgery the surgeon attempted to wrap the femur with a cable, but it could not wrap well and there was no bone contact inside. So probably, all the nails were loaded and broke. Revision is scheduled on (B)(6).

Event description:
It was reported: a 45 year old, male patient was discharged from the hospital one week after orif procedure with gamma nail on (B)(6) 2020. At that time, he was able to walk normally using crutches, and followed up with another hospital. However; on (B)(6) the patient was returned from another hospital to the hospital where he had surgery due to a possible nail breakage. He was very heavy (106kg) and at the time of the initial surgery the surgeon attempted to wrap the femur with a cable, but it could not wrap well and there was no bone contact inside. So probably, all the nails were loaded and broke. Revision is scheduled on (B)(6).

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened.